Manufacturer narrative:
All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received off no power alarm. The customer's blood glucose level was unknown, but the most current level was 220mg/dl. The customer states they did not receive a low battery alert prior to the off no power alert. Troubleshoot was reported to be conducted. The customer was advised the pump would be replaced and returned for analysis.